Event description:
The facility representative reported an infuso.r. Pump with a condition of "alarms intermittently." This condition occurred during programming/setup in the "anesthesia" department. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of an infuso.r. With a "alarms intermittently" issue was not confirmed nor reproduced during product evaluation. However, it was determined that the pusher block assembly was damaged, which falls into the same problem group code as constant alarm. The assignable cause was determined to be a damaged pusher block assembly. The pusher block assembly was replaced in order to fix the reported condition. Additional information: a service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.